Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? (B)(4). What vessel or structure was the device fired on at the time of the event? (B)(4). Was the clip fully advanced into the jaws prior to firing? (B)(4). Was there any torquing or twisting of the device present at the time of firing? (B)(4). Was any unexpected resistance felt while firing the trigger? (B)(4). Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? (B)(4). Was the device fired after this incident in or out of the patient? (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips and locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing completely. Some of the clips were loose on the vessel after they were fired. The event occurred multiple times. The surgeon continued to use but was not satisfied so a new device was pulled to complete the procedure. There was no patient impact.